Event description:
It was reported that the patient received inappropriate shock therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was performed to decreased the outputs in order to avoid the twos issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).